Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an empty pouch has been confirmed, and the cause is found to be manufacturing related. The product returned was one pouch labeled for a microez microintroducer kit. Visual evaluation showed that the pouch contained labeling for cat no 0738950 and lot no rear1815. The lot number was confirmed to match that product number. The chevron seal was in the top end of the pouch, but no seal was found in the bottom end. No product was returned with or in this pouch. The bottom edge of the pouch was straight and clean, appearing to be a manufactured cut. According to (B)(4), the pouch is missing an inner pouch containing scalpel, guidewire, introducer needle, IV catheter, and introducer. The part number of this pouch is 0702051, ¿pouch, tyvek, 8¿ x 14¿.¿ the pouch measured 8¿ x 13.9¿. The cause of the pouch being empty is clearly manufacturing related because the pouch was never sealed during packaging. The complaint due to ¿the pack it was empty with no product inside¿ was confirmed. After a visual evaluation it was confirmed that the seal was absent on the pouch. The cause of this issue is manufacturing related. A lot history review (lhr) of rear1815 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility to the tm that upon opening the pack it was empty with no product inside.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. A review of the DHR during the investigation revealed information that suggests the shipping box was packaged with 10 complete and sealed kits and one additional empty kit package. As such, there is no evidence of a non-sterile or contaminated sterile product kit nor risk for a contaminated sterile kit as the additional empty kit contained in the shipping box did not contain, nor was intended to contain, kit components. Therefore it was determined that a reportable event had not occurred per 21 cfr part 803.